Event description:
It was reported an issue with novosyn suture. The client reported that the needle became dislodged from the thread during breast lumpectomy, necessitating the use of a new suture. The sutured tissue was subcutaneous and there was no injury to the patient.

Manufacturer narrative:
The involved lot number is not known. The possible lot numbers are: 31272m, 3122wj, 3114lj, 3108g1 or 30459b. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734 if additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: the involved batch number is not available. The possible batch numbers reported are: 30459b, 3108g1, 3114lj, 3122wj or 31272m. There are no previous complaints regarding a similar issue in any of the possible batch numbers. We manufactured and distributed in the market (B)(4) of the batch 30459b, (B)(4) units of the batch 3108g1, (B)(4) of the batch 3114lj, (B)(4) of the batch 3122wj and (B)(4) of the batch 31272m. There are no units in our stock of any of them. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Needle attachment strength results before releasing the products fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). The results were: batch 30459b: 1.11 kgf in average and 1.04 kgf in minimum, batch 3108g1: 1.26 kgf in average and 1.22 kgf in minimum, batch 3114lj: 1.06 kgf in average and 0.96 kgf in minimum, batch 3122wj: 1.61 kgf in average and 1.57 kgf in minimum, batch 31272m: 0.98 kgf in average and 0.76 kgf in minimum. Reviewed the batch manufacturing records, there were no incidences reported related to this issue in any of the possible batches and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.